Manufacturer narrative:
Device available for evaluation? Yes, returned to manufacturer on: 09/14/2017, device returned to manufacturer? Yes. Device evaluation: the intraocular lens (iol) was returned at the manufacturing site for evaluation. Visual inspection at 10x microscope magnification showed loose fibers/particles and residue of lubricant material on the lens indicating that the unit was handled and prepared for surgical use. No damaged was observed to the lens optic or the haptics. The customer's reported complaint could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional investigation requests for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
It was a removal and replacement in the initial procedure. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was initially reported that the patient had a vitrectomy performed associated with a zcb00 12.5 diopter intraocular lens (iol) in the left eye. Further information was provided and reported that there was also an incision enlargement as the lens was removed and replaced from the patients operative eye due to patient anatomy issues. Reportedly, there was no patient injury. A tear was reported in follow up, but it's unknown when the tear occurred. Also, it's unknown whether or not the lens was implanted at that time or during phacoemulsification. The lens was replaced with a sulcus lens. No additional information was provided.